Manufacturer narrative:
The customer's strips were returned for investigation. The returned strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.7 inr, retention meter and customer strips: 3.6inr. The maximum difference between measurements with the same blood sample was 3%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
A customer complained of a questionable low inr result from coaguchek xs pro serial number (B)(4) compared to the result from the dade innovin laboratory method. The result from the meter was >8 inr. The result from a venous sample using the dade innovin method was 6.1 inr. The specific time of testing was not provided, but it was stated that the patient sample was tested within 30 minutes of the meter result. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. The meter and one vial of test strips were returned for further investigation. Retention strip lot (29494511) and returned strips were tested on the returned meter with qc lot 32797200 with an expiration date of 30-apr-2019. For retention strips lot 29494511: qc range = 1.7 - 2.5, qc result = 2.0. For returned strips lot 28632311: qc range = 1.8 - 2.6, qc result = 2.1. Relevant retention test strips (lot 286323) were tested in comparison with the master lot coaguchek xs strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Further investigation determined that the meter was contaminated with blood. The investigation is currently ongoing.